Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The customer was advised to disconnect from the pump at the quick release. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a blank white screen with vertical black lines across the display due to cracked lcd glass. Unable to perform the self test and the displacement test due to display anomaly.